Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as patient made a mistake/touch contamination. Four days after the onset of peritonitis, the patient was hospitalized for the peritonitis event. On an unreported date the patient was treated with unknown intravenous antibiotic for ten days. On an unreported date the pd catheter was removed. At the time of this report the patient was recovering from this peritonitis event, was not performing pd therapy and is currently in a rehabilitation center. The patient was not retrained on the proper aseptic technique. No additional information is available.